Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and paravalvular leak requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per report, the cause for the valve malposition and the subsequent pvl was due to procedural (imaging) and patient (calcified leaflets and aortic root) factors. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral procedure with a 23mm sapien 3 valve in the aortic position, a pre-dilation was performed with a 20mm balloon. Nominal deployment of the sapien 3 valve resulted in an unsatisfactory position with the valve positioned too aortic on the side of the left cusp. There was a severe paravalvular leak (pvl) on the side of the left cusp. A post dilation with the delivery system with an additional +2ml was attempted to improve the pvl. The post dilation did not improve the pvl and a decision was made to deploy a second valve with a nominal volume in a more ventricular position resulting in moderate pvl unchanged. A post dilation with the delivery system with an additional +2ml was successful in reducing the pvl to mild. There was no hemodynamic instability and the procedure was well tolerated by the patient. The patient was stable and transferred for post management care. The patient will be routinely discharged. As per post procedure discussion, the valve adhered to leaflet calcium in the early stages of the inflation causing the valve to tilt until the balloon aligned to the lvot and restored a coaxial position. In addition, a contributing factor was a low degree of radial symmetry in the aortic root on fluoroscopy, and a valve alignment on the balloon, which had a slight bias toward ¿aortic¿. The patient¿s native annulus measured 342mm by echo. The lvot was minimally calcified and a high degree of calcification of the leaflets and the aortic root at the base of the leaflets were noted.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.